Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. No patient injury was reported.

Event description:
The customer reported the vertical lift is stuck in the up position and will not go down. No patient injury was reported.